Manufacturer narrative:
Production records analyzed and trend analysis conducted. No abnormalities were detected.

Event description:
End-user reported difficulty setting up insulin pen needle. End-user said the pen needle would not twist onto their kwikpen.